Event description:
Additional information was received reporting that the etiology was possibly related to the left ventral intermediate nucleus (vim) lead and probable to the ins. As of (B)(6) 2024, the doctor noted that they were puzzled by the lack of efficacy of vim (efficacy or side effect).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient had violent discharges of paresthesia/electrical sensations in the limbs and trunk when the stimulation was switched off in the evening, but also when the device was not being used, since about 1 month.

Manufacturer narrative:
Product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID b3300542, serial# (B)(6) implanted:(B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that on several occasions since early december, the patient has been unable to turn off their stimulation in the evening or turn it back on in the morning. There was battery and communication difficulties between the remote control and ins. The patient had worsening of tremors and discomfort felt in the left lower limb. On (B)(6) 2024, the ins had been switched off/remained off for several days, with a sensation of improvement in the discomfort they felt in their left lower limb. Therapy was suspended.

Manufacturer narrative:
Concomitant medical products: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6)2023-product type lead product ID b3300542 lot# serial# (B)(6) implanted: (B)(6)2023- product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that review of data report on 2023-mar-08 revealed no significant malfunctions. The patient reported on (B)(6) 2024 that the system initially showed good clinical improvement. A priori, since december, dizzy sensations, paresthesia, some episodes of electric discharge sensation, and memory disorders have appeared.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient felt paresthesia mid-january. Impedance measurement and stimulator interrogation showed no issues. Additional information was received from a healthcare provider (hcp) reporting that there was a device malfunction that resulted in urgent care visit. On 2023-jun-17, there was communication difficulties between the remote control and implantable neurostimulator (ins) and battery problems with the interface box, which could switch on unexpectedly. On 2024-feb-16, there was rapid loss of stimulation effectiveness 72 hours after last settings. The patient reported occurrence of violent discharges of paresthesia/electrical sensations in limbs and trunk when stimulation was switched off in the evening but outside of any box manipulation for one month. They also reported dizziness since 10 days with sudden nocturnal onset, which seemed to have calmed down since the stimulation was switched off for 2 days (however put on tanganil by their physician). Imaging showed mobilization of the distal end of the neurostimulation probe in a more caudal position today than on the previous examination on 2023-jun-19. The patient was advised to not switch off the box at night until the problem has been resolved. The issue was ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that review of data report on 2023-mar-08 revealed no significant malfunctions. The patient reported on 2024-may-15 that the system initially showed good clinical improvement. A priori, since december, dizzy sensations, paresthesias, some episodes of electric discharge sensation, and memory disorders have appeared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received adding that the patient had the feeling of drunkenness with the dizziness in 2024-feb. The etiology was indicated as related to programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that imaging on (B)(6) 2024 should no discontinuity in the neurostimulator. The dbs was tested in the operating room on (B)(6) 2024 and found no anomalies. Therapy was resumed on (B)(6) 2024.

Event description:
It was reported that the neurologist requested analysis of reports to see if there was something wrong with the stimulator (i.e. If it stopped or had any trouble) because they could not explain the patient's complaint. The patient has complained of many side effects suggestive of a system malfunction such as fluctuating paresthesia without any remote control manipulation which are sometimes very intense. There were no problems with the impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the etiology was possibly related to the device - between the recharger/remote and ins.